Manufacturer narrative:
A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded; thus, no product investigation was performed. H6) per IFU, tearing of vascular structures are listed as a potential adverse event with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 01sep2023) ¿femoral-superior lead extraction complicated by venous dissection in chronic venous occlusion: how the alligator saved the day¿. The reported case involved a 58 year-old woman who was admitted following syncope due to a sustained ventricular tachycardia (200 beats/min), which was terminated by external defibrillation. A dual-chamber pacemaker was implanted 7 years prior via the left subclavian vein owing to permanent atrioventricular (av) block. The 12-lead electrocardiogram showed av sequential right ventricular stimulation without signs of cardiac ischemia. A decision to upgrade the ddd pacemaker to a ddd implantable cardioverter-defibrillator (ICD) system was taken. The physician opted for extraction of the right ventricular pacing lead using a spectranetics 13f tightrail rotating dilator sheath, thereby creating a venous channel to the heart to implant an ICD lead while preserving the atrial pacing lead for future use. The pacemaker generator was externalized, and both leads were disconnected and freed from adhesions. The lead collars were identified, and the sutures of the ventricular lead were cut. The ventricular pacing lead was shortened and stabilized using a spectranetics lld ez lead locking device (lld ez) which was secured with silk ties. After placement of a purse-string suture over the left subclavian vein, the tightrail was introduced into the left subclavian vein and carefully advanced under constant traction. The sheath easily passed the venous occlusion; however, there were additional tight adhesions between the innominate vein and the superior vena cava (svc). While freeing the adhesions by slowly advancing the tightrail, the ventricular lead spanned back into the tightrail device. Inspection of the lead and fluoroscopy revealed that the tip of the lead had remained at the superior aspect of the svc. A standard 0.035 inch guidewire was introduced via the rotating sheath to gain venous access to the heart; however, unable to advance neither the standard guidewire nor a hydrophilic guidewire to the right atrium (ra). Venography via the rotating sheath confirmed extensive venous dissection of the large veins. The sheath was pulled back slowly while repeatedly advanced a hydrophilic guidewire, which could not be advanced further than the distal pocket of contrast medium, ascertaining the suspected extensive dissection. Puncture of the left subclavian vein to access the true lumen of the vein was not successful. At this point, it was opted to sacrifice the atrial lead to gain endovascular access to the right heart; however, a combined femoral- cranial approach was chosen to stabilize the atrial lead by caudal counter-traction to create a more stable rail. The lead was shortened, and an lld ez was introduced into the atrial lead for stabilization, and the tightrail was carefully advanced into the left subclavian vein. A 10f 47cm coronary sinus sheath with a 115 degree curve (cps direct universal; abbott) was introduced into the right femoral vein and advanced into the ra with a 0.035 inch guidewire. Subsequently, a standard alligator (rat tooth) endoscopy forceps (raptor grasping device; steris) was introduced into the coronary sinus (cs) sheath and the atrial lead was grasped under fluoroscopic guidance. The cs sheath advanced toward the tip of the forceps to provide a stable anchor. The tightrail was advanced under fluoroscopic guidance while exerting caudal counter-traction with the alligator forceps. Adhesions were freed by using a ¿see-saw¿ or ¿piston technique¿, alternating cranial traction via the lld ez and caudal traction via the alligator forceps, thereby safely advancing the tightrail into the ra to the point where the lead was grasped from below. The ra lead was easily retracted into the tightrail and 2 standard 0.035 guidewires were introduced via the tightrail. The tightrail was retracted and two 7f 23cm peel-away sheaths were advanced over the guidewires, and implantation of the ddd-ICD system was subsequently performed in a standard fashion. The patient was discharged 2 days later with a ddd-ICD system in stable condition and has done well. The date of procedure was not listed for these events; therefore, (B)(6) 2023 has been used, the date of publication. Eberhardt, frank, kirch, markus, berenjkoub, ehssan, bonnert, anna, frey, juergen, bimmel, dieter femoral-superior lead extraction complicated by venous dissection in chronic venous occlusion: how the alligator saved the day. Heart rhythm case reports. 2023;9(9):593-597. Https://doi.org/10.1016/j.hrcr.2023.06.019; https://pubmed.ncbi.nlm.nih.gov/37746561. This report captures the serious injury that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.